Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# h786310) was received at us cq. Upon visual inspection at cq, it was observed that the needle component was severely bent at the juncture of needle and slider components. No other damages were observed on the device except normal wear consistent with the device use which would not contribute to the complaint condition. Dimensional inspection: dimensional inspection of the received device was performed at cq. The diameter of the needle near to the bent location was measured which is within specification as per the relevant drawing. Documentation/ specification review: the following drawing(s) was reviewed: depth gauge for 2.0/ 2.4mm screws needle. No design issues or discrepancies were found during this investigation. Complaint is not confirmed as no broken components were observed on the return device, but the needle component on the device was bent. Investigation conclusion: the reported complaint condition was not confirmed for the received depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# h786310) as no broken components were observed on the device, but the visual inspection of the device indicated that the needle component of the device was severely bent at the needle and slider component's joint. A definitive root cause could not be determined for the reported problem, but there is high possibility that the needle component might have encountered unintended forces. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H4, h6: a device history record (DHR) review was conducted: part # 319.006, synthes lot # h786310, supplier lot # h786310, release to warehouse date: 20 dec 2019, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, on unknown procedure patient had a distal femur non union, while using ria system the tip of the ria broke off along with the side of the reamer head. They got the second ria to fix the problem. There were also items in washing area in sterilization processing department (spd) that were broken, and snapped, these are two (2) depth gauges for screws. Fragments were generated from broken device, and done, and was retrieved easily. There was no other medical intervention required just needed a new ria device, and they took some extra x-rays. There was a slight delay of the surgery. Procedure was successfully completed. There was a patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 3 of 3 for (B)(4).